Manufacturer narrative:
The reported complaint of no characters on display of the autopulse platform (serial (B)(4)) was confirmed during during functional test and visual inspection. The root cause of the display issue was due to damaged lcd in which is likely attributed to mishandling and/or normal wear and tear. The autopulse platform was manufactured in june 2011 and it is over 8 years old, well past beyond its expected serviceable life of 5 years. The lcd was replaced to address the display issue. The other reported issue, loud clicking noise when the autopulse was powered on was not confirmed. Unrelated to the reported complaint, cracked top cover, bottom enclosure, front enclosure, battery compartment and a bent battery lock were observed on the autopulse platform during visual inspection. These types of physical damaged is a characteristic of mishandling and/or normal wear and tear due to device's age. Top cover, bottom enclosure, front enclosure, battery compartment and a bent battery lock were replaced. The initial functional testing failed due to autopulse platform not booting up, unrelated to the reported complaint. The processor board found to be defective as a result of an aging device. The processor board was replaced. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
Customer reported that during shift check while powering-on the autopulse platform (serial #31588), it made loud clicking sounds and then screen illuminates but no characters on display. No patient involvement.